Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the reload did not close at all, and the device was difficult to load. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colon resection, the reload was loaded onto the handle, but the reload was jammed and could not be closed. Another handle and reload were used to complete the case. There was no patient injury.